Event description:
The complainant reported that a vaxcel pasv PICC that had been therapeutically placed in a pt (age and gender unk) was noted with a leak on the catheter distal to the suture wing. The complainant reported the PICC was indwelling for three days prior to the event. The device was removed from the pt and another same device was successfully inserted. No sequelae was identified by the complainant as a result of the reported problem.

Manufacturer narrative:
This device has been received by this MFR and is currently being evaluated by the MFR; consequently, an evaluation has not yet been performed. Therefore, a failure analysis is not available at this time and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directons for use outline appropriate placement, access and maintenance procedures.